Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit is shutting down with no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing the unit to shut down, which confirmed the original complaint issue. However, the complaint of the unit not alarming was not verified, as the unit had a 3/4 alarm during the evaluation, and there was no indication of a malfunction of the alarms.

Event description:
Dealer is stating that the unit is shutting down with no alarm.